Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer turned off during use noting that the device was left on over night with no issues observed. The power supply was replaced as a preventative measure. All other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power turned off multiple times during use. The programmer was returned for service. No patient complications have been reported as a result of this event.